Manufacturer narrative:
Continuation of medical devices: 407658 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged while attempting to remove the right ventricular (rv) lead during an upgrade procedure. The rv tip separate from the rest of the lead and was caught on fibrous tissue which was connected to the atrial lead. The rv tip and atrial lead were received by snared through the femoral vein. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.